Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Analysis found full breach insulation degradation at 4.5 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.